Manufacturer narrative:
The device was returned and customer allegations were confirmed. Liquid leak due to scratch of distal end was noted. Light guide lens was broken. Angulation in the up direction was out of standards due to worn of angle-wire. The gap of up/down knob was out of standards due to worn angle-wire. The condition of light guide bundle is not good. The adhesive part of bending section cover was broken. There was crumple at the connecting tube. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the light guide lens of the evis lucera elite gastrointestinal videoscope was broken and leakage was noted at the distal end. The issue was noticed during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. The device was returned and an evaluation revealed foreign material exiting from the blocked channel. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer confirmed the device was not reprocessed at the customer site before being returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material remained on the device because the device was not reprocessed prior to being returned to olympus. The final root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.